Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, when attempting to flush and draw back, the stopcock and extension tubing were reported to be sucking air into the line. Air was observed in the syringes and extension tubing. Attempts were made to purge the air and reattach the syringes to the stopcock. The procedure was completed with another of the same device. The patient fully recovered, and no patient complications were reported.